Event description:
Baxter (B)(4) received a report that an infusor had cut tubing during patient use. This event occurred when the tubing was caught in the lever of a toilet. The device was filled with a 325 ml solution of heparin sodium, fluorouracil, and saline. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states and does not have a 510(k) number. However, this product is being reported because it is same as or similar to a product distributed within the u.s. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. The device is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample containing no solution in the reservoir. Visual examination confirmed the reported condition of delivery tubing cut. The cut was noted to be jagged. The root cause was determined to be excessive force applied to the unit causing the cut on the tubing. No other observations were noted on the unit. No repair was done, as this is a single-use device which will be discarded.